Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation the day of the implant. Troubleshooting and adjustments were done which temporarily resolved the issue. The patient is experiencing the phrenic nerve stimulation again. The lv lead remains in use. No further patient complications have been reported as a result of this event.